Event description:
The customer called and reported that the buttons on the insulin pump were not working properly. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent esc, act, and down arrow button response due to flattened button dome switches. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches lcd window, and scratched reservoir tube window.